Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as itchy . There was no alleged device malfunction contributing to the irritation. The patient received medical treatment by a physician. Follow up indicated that the itching improved.